Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was unknown; however, a system error 2005 was identified during a review of the event history log. A visual inspection was performed without any issues noted. Functional testing was performed and passed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown system error alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. It is unknown if the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report two of two.